Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the device dependent patient presented to the emergency room after experiencing syncopal episodes which resulted in the patient falling and hitting their head. The patient also experience dyspnea and a little chest pain. The patient was admitted to the hospital. Upon interrogation of the device, drops in pacing were noticed. It was discovered that the right ventricular lead had dislodged. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the patient suddenly became hypotensive and right ventricular perforation was noted. Fluoroscopy and echocardiogram revealed a pericardial effusion with tamponade. Pericardiocentesis was performed and a pericardial drain inserted. The lead was explanted and replaced. A bi-ventricular system was implanted successfully. The patient recovered with no complications and was discharged on (B)(6) 2018.